Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024 and the patient began to feel pain at the sensor site along with swelling, redness and exudate on (B)(6) 2024. The patient visited doctor on (B)(6) 2024 and the infection was confirmed. The patient was prescribed antibiotics. Name of the medication was not provided. In addition, the sensor was removed on the same day to alleviate the symptoms. This incident does not require further investigation.

Event description:
Senseonics was made aware of an incident where the patient experienced infection at insertion site. The sensor was inserted on (B)(6) 2024 and the patient began to feel pain at the sensor site along with swelling, redness and exudate on (B)(6) 2024. The patient visited doctor on (B)(6) 2024 and the infection was confirmed. The patient was prescribed antibiotics.